Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter corporate of an unknown quantity of clearlink sets in which the sets are cracked and leakages occur when used inside unspecified flo-gard pumps. It was unknown when this condition occurred. Patient involvement is unknown at this time. There was no injury or adverse event reported. No additional information is available.